Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Investigation summary: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed inside the syringe. A device history review was performed for the reported lot: 2204026, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. A project has been initiated to reduce reoccurrence of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that prior to use with bd plastipak¿ concentric luer lock syringe a hair was found in a 50 ml luer-lok syringe. The following information was provided by the initial reporter, translated from dutch to english: dear, we have noticed that there is a hair in a 50 ml luer-lok syringe. This concerns reference (B)(4) and lot number: 2204026.